Event description:
Ous MDR - after an implantation time of about 42 months, it was reported that the patient felt a shock when exiting a taxi. The ICD could no longer be interrogated. The ICD and the lead were exchanged. The ICD was returned to biotronik for analysis. The lead was capped and remains inside the patient. Aside from the shock, no deterioration of the patient's state of health was reported.

Manufacturer narrative:
After its receipt, the ICD was first visually inspected. In the process, the sparkover traces were detected on the ICD housing. The dot-shaped sites of locally melted titanium indicate a sparkover during a shock delivery between the housing and the hv-1 conductor of the lead. In agreement with the clinical observation, an interrogation of the ICD was not possible. Therefore, in a next step, the housing of the ICD was opened, and the inner structure was examined. During the inspection of the electrical module, damage to the final shock stages could be detected. This damage indicates a shock delivery into an external low-ohmic shock path, matching the sparkover traces at the housing. A high current resulted from the damage to the final shock stage, which led to the discharge of the battery and thus to the clinical observation. This damage manifestation indicates a damaged lead insulation in the area of the ICD pocket. The lead complained about was, however, not available for analysis. In summary, the analysis of the ICD showed damage to the final shock stage due to a shock delivery into an external low-ohmic shock path. Noted sparkover traces on the ICD housing indicate a damaged lead insulation. The damage to the final shock stage led to a complete discharge of the battery, which resulted in the clinical observation. This is not a device malfunction. There was no material defect or manufacturing error.